Event description:
The customer reported that the system hung on boot up requiring the power cord to be pulled out of the wall to turn it off. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane was replaced. The system was then found to be operating as intended.